Manufacturer narrative:
Per the instructions for use (IFU), injury to the mitral valve is a potential adverse event associated with the tavr procedure. Mitral regurgitation in tavr can occur from chordae tendinae entrapment during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with the transapical approach. This can result in transient mitral insufficiency and usually resolves on removal of the devices. In most cases this condition does not require intervention. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the exact cause of the mitral valve leaflet rupture cannot be confirmed. It is possible that the procedure itself, in combination of patient factors (i.e. Small lv) contributed to the mitral valve rupture. The mitral valve was surgically replaced. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a transapical tavr procedure, the patient had massive mitral regurgitation (mr) after bav due to a rupture of a mitral valve leaflet. Surgical mitral valve replacement was performed. While inserting an ascendra balloon catheter, extremely slight resistance was felt, however, the tee showed no increase of mitral regurgitation (mr) and no entanglement of the chordae tendineae. A bav was then performed. When the balloon catheter was inflated about 50%, it gradually slipped into the left ventricle (lv) and became fully inflated. After bav, the blood pressure (bp) was in the 40 to 50¿s mmhg and tee showed massive acute mr with less movement of the anterior mitral leaflet. The pulmonary artery pressure increased to the 70 to 80¿s mmhg. Vasopressor was given, but the patient developed ventricular tachycardia with the bp of the 40 to 50¿s mmhg and the heart rate of 180bpm. The cause of the mr was suspected to be a chordae tendineae rupture. Percutaneous cardiopulmonary support (pcps) was initiated and the procedure was converted to emergency open heart surgery. Pcps was converted to cardiopulmonary bypass (cpb). The surgeon observed that it was not a chordae tendineae rupture, but a complete rupture of the anterior mitral leaflet (a2). Surgical aortic valve replacement and surgical mitral valve replacement were performed. After three hours, the cpb was turned off. A pericardial drainage tube and a left chest tube were inserted and the chest was closed. The proctor physician thought that this event might have been caused by the patient¿s cardiac anatomy (small physical constitution and accordingly small lv). When the guidewire was inserted and before performing bav, it was confirmed that mr had not increased and that there was no guidewire entanglement of the chordae tendineae. In his opinion, it was impossible to check further.

Manufacturer narrative:
Per the latest report, the patient was transferred to the general ward and is recovering well.